Manufacturer narrative:
Results: the returned catrx was kinked approximately 18.0 cm, 75.0 cm and 139.0 cm from the hub. The device was fractured at approximately 20.0 cm from the hub. The guidewire lumen was damaged at its proximal end. Conclusions: evaluation of the returned catrx confirmed a mid-shaft kinked. If the device is forcefully advanced into a guide catheter at an extreme angle, damage such as a kink may occur. Further evaluation of the device revealed additional kinks and a fracture on the catheter, and damage on the proximal end of the guidewire lumen. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the circumflex using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter, and a non-penumbra tuohy. During the procedure, the physician made multiple passes with the catrx and successfully aspirated some of the clot before removing the catrx. The physician assessed the target vessel and decided to re-advance the catrx. While advancing the catrx through the tuohy, it bent in half. Therefore, the catrx was removed. The procedure was completed by ballooning and stenting. There was no report of an adverse effect to the patient.